Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, a ventricular rupture occurred. Subsequently, the procedure was transitioned to a thoracotomy.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024; product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, a ventricular rupture occurred. Subsequently, the procedure was transitioned to a thoracotomy. Additional information was received from the physician indicating that the ventricular rupture was caused by a perforation with the left ventricle (lv) non-medtronic safari wire. The physician also stated that it is unknown if the delivery catheter system (dcs) and valve caused or contributed to the rupture. It was further reported that during the thoracotomy, there was bleeding from the apex of the heart which was slightly torn, so two pledgets were applied to stop the bleeding.

Manufacturer narrative:
Corrected: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5 (second paragrph), d4, d10, h4, and h6. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut fx transcatheter aortic valve, product ID: evolutfx-26, serial #: (B)(6), use by date: 2026-jul-31, UDI: (B)(4). Concomitant product: product ID: unknown safari guidewire; product lot/serial number: unknown; product type: non-medtronic guidewires; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, a ventricular rupture occurred. Subsequently, the procedure was transitioned to a thoracotomy. Additional information was received from the physician indicating that the ventricular rupture was caused by a perforation with the left ventricle (lv) non-medtronic safari wire. The physician also stated that it is unknown if the delivery catheter system (dcs) and valve caused or contributed to the rupture. It was further reported that during the thoracotomy, "it was slightly torn from the apex of the heart and was bleeding, so two pledgets were applied to stop the bleeding."